Event description:
It was reported the epg (external pulse generator) had damage around the pacing outlets. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken. Upper and lower cases and side bail covers are broken. Battery release is contaminated. Battery contacts are compressed. Battery drawer is contaminated and broken. Keyboard is scratched. Ring cover and ring bail are missing.